Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed their implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. Programming changes were implemented. Further information was requested but not received.